Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and inflation issues with an artificial urinary sphincter (aus) leading to a revision surgery. During the procedure fluid loss and air was seen on the device; additionally, upon explant, a large hole was noted on the side of the balloon. There were no further patient complications.